Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The product was not returned for evaluation and remains implanted in the patient. No applicable imager was provided for review. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the serial number revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. The occurrence rate did not exceed the september 2019 control limits for applicable trend categories. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards sapien 3 valve and no deficiencies were identified. During the manufacturing process, the sapien 3 valve is visually inspected and tested to ensure all sapien 3 valves meet the valve specification. All edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for central leak and leaflet inadequate were unable to be confirmed, as no relevant procedural video/imagery were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation; one of which being malposition of the valve. As stated in the valve in valve (viv) procedural training manual, the valve should be implanted no more than 20% atrial for optimal valve function. Additionally, interaction with the first implanted sapien 3 may have contributed to the complaint event. As stated in the complaint description, due to the non-coaxial position of the first valve, it is possible that the leaflet from the first sapien 3 valve created a disruption of flow near the leaflet. By doing so, leaflet functionality was likely negatively impacted resulting in the reported regurgitation. As such, available information suggests procedural factors (valve positioning/viv interaction) may have contributed to the complaint event. However, without further imagery from the complaint site, a definitive root cause could not be determined at this time. Since no product nonconformance or labeling, IFU/training inadequacies were identified and the occurrence rate did not exceed the september 2019 control limits for applicable trend categories, neither the product risk assessment, nor corrective or preventative action is required at this time.

Manufacturer narrative:
Reference: CAPA-20-00141.

Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-03497.

Event description:
As reported by an edwards lifesciences affiliate in france, post deployment of the second 29mm sapien 3 (s3) valve there was central leak and a 26mm s3 valve was deployed. Two days prior, a 29mm s3 valve had been implanted in a degenerated surgical mitral valve via transseptal approach with a commander delivery system. Para-prosthetic leak was discovered on post-operative day 2 and it was decided to do another valve-in-valve procedure on that same day. A second 29mm sapien 3 valve was implanted within the 1st 29mm s3 valve. Post deployment, one of leaflets of the second 29mm s3 valve was noted to have a ¿strange motion¿ resulting in massive central leak. A 26mm sapien 3 valve was deployed within the 2nd 29mm s3 valve. Post implant the valve function was performing well. As per medical opinion, it was very difficult to find the root cause of the second 29mm s3 valve central leak. It was speculated that ¿maybe a leaflet of the first 29mm s3 was preventing the flow to close the leaflet of the second s3¿ valve.

Manufacturer narrative:
Additional information was received. Post deployment, the position first 29mm sapien 3 valve was not coaxial with the surgical valve (¿probably a bit too much ventricular on a significant section¿). The second 29mm sapien 3 valve was implanted more atrial than the first valve. Post procedure the patient was stable. The investigation is ongoing.